Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed pitch cable at the force amplification pulley location. The cable was frayed, but the cable is not fully broken. Some bundles of the frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was only discovery was a frayed grip cable and when the grip cable is frayed or broken, there is no risk of grip cable segment falling into the patient. Each jaw of the lscnd instrument is actuated by a single grip cable with a medial grip cable crimp. The crimp resides within the grip and transmits the motion from the cable to the jaw. On side of the cable opens the jaw (known as the grip open cable), and the other side closes the jaw (known as the grip closed cable). In the eve of a full grip cable break, the grip closed side of the cable still retains the grip cable crimp and prevents it from falling into the patient. The same is true if the grip closed side of the cable were to experience a complete break. In this case, the other side of the cable (the grip open side) still retains the cable crimp preventing it from falling.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed pitch cable at the force amplification pulley location. The cable was frayed, but the cable is not fully broken. Some bundles of the frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification: the instrument was only discovery was a frayed pitch cable and when the pitch cable is frayed or broken, there is no risk of pitch cable segments falling into the patient.

Event description:
Refer to h11 for follow-up information.